Event description:
Reporter stated that pt was found unconscious. Reporter tested pt's blood glucose, using the suspect device, and obtained a result of 85 mg/dl. Emergency medical services were reportedly contacted, on pt's behalf, and upon their arrival (45 minutes later) pt's blood glucose measured 33 mg/dl (on paramedic's blood glucose monitor). Reporter stated that pt was started on intravenous fluids (contents not provided) and was transported to the hospital. Upon arrival in the hosp, pt was reportedly diagnosed with internal bleeding and was given a blood transfusion. Additionally, reporter noted that pt had also suffered a heart attack (2nd in one year). Pt reportedly regained consciousness 6-7 hours later. Pt remained hospitalized for 4 days. Pt's current condition: ok. Quality control testing had been performed on the device; however, reporter did not know if the results had fallen within the acceptable range. Additionally, pt had been testing with expired strips. Technical support requested the return of the suspect product and replacement product was shipped.